Event description:
It was reported that balloon detachment occurred. The target lesion was located in left anterior descending. A 3.00mm x 20mm emerge balloon catheter was advanced for pre-dilatation of an in-stent lesion. However, during removal, it was noticed that the balloon was detached from the shaft of the system. The balloon material was still intact. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. Microscopic examination revealed the majority of the balloon had a longitudinal tear. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion. However, the majority of the balloon was torn which could be perceived as a balloon detachment.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in left anterior descending. A 3.00mm x 20mm emerge balloon catheter was advanced for pre-dilatation of an in-stent lesion. However, during removal, it was noticed that the balloon was detached from the shaft of the system. The balloon material was still intact. The procedure was completed with no patient complications reported.